Manufacturer narrative:
H6: c19: a review of the manufacturing records indicated the device met pre-release specifications. B21: unknown if device is still available for return to manufacture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an (B)(6) 2026, the patient underwent a procedure for an unknown etiology where a gore® viabahn® endoprosthesis (viabahn device) was used in the left arm. The physician was able to reach the target treatment area while using a 9fr cordis introducer sheath and an unspecified 0.035" guidewire. During deployment of the viabahn device, the deployment line appeared to encounter resistance from an unknown source, preventing the device from deploying as intended. The physician decided to withdraw the constrained viabahn device from the patient through the sheath and the procedure was completed using a new viabahn device. It was reported the physician was able to pull a device length's worth of deployment line. There was no patient harm reported.